Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing a shocking sensation due to the external pulse generator (epg) was completely saturated in blood. As a result, the physician added extensions to the trial leads so that the epg could be kept further away from the entry site and replaced the epg. The surgeon also opted to leave the patient at the hospital for another day. Therapy was restored.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.